Event description:
The physician reported oversensing in relation to the lead connected to the subject device, this oversensing was observed over several follow-up intervals. A reintervention was performed to replace the device and the lead (which was left in-situ). An investigation is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The physician reported oversensing in relation to the lead connected to the subject device, this oversensing was observed over several follow-up intervals. A reintervention was performed to replace the device and the lead (which was left in-situ). An investigation is required.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics were within specifications. In addition, visual inspection showed normal lead tightening mark on the ventricular level.

Event description:
The physician reported oversensing in relation to the lead connected to the subject device, this oversensing was observed over several follow-up intervals. A reintervention was performed to replace the device and the lead (which was left in-situ). An investigation is required.